Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for evaluation; however, medical records were received. Therefore, the investigation of the reported event is confirmed for alleged filter migration and perforation of the inferior vena cava. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced migration and perforation. This information was received from one source. This malfunction involved a patient with no consequences. The patient was a (B)(6) year old female and her weight was not provided.